Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the bmi (body mass index) and gender of the patient? 42.3 - male. Has a leak test been performed? If so, what kind and what was the result? Blue extravasation on reoperation, no leakage. How was the leak identified? Peritonitis on 1 pod. How was the leak resolved? Suture + drainage. What was observed at the leak site in the reoperation? Diffuse peritonitis + blue extravasation. Have there been any problems observed with the formation of staples at any point during patient care? If yes, please describe the shape and location. Fully open clamps visualized at the leak site (photo). What is the current status of the patient? Admitted for treatment of sepsis, drained open fistula, enteral nutrition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor contacted us claiming that 24 hours after the surgery the patient had dehiscence in the staple line referring to the last stapling.